Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off by itself. There was no report of patient use being associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce or verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.